Event description:
There was no patient involved in this event. AED not flashing green or red and when they press the on/off button, it just say ¿warning¿ and gets silent.

Manufacturer narrative:
The device history records for the sam 300p device were reviewed and this confirmed that all manufacturing and quality checks and tests had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the 12th june 2013. Upon receipt, the green status indicator was flashing with a failure chirp. It was further discovered the red status indicator was not illuminating while in fault mode, as per the reported fault. The faults were traced to excess silver paste on the membrane, which had caused a partial short circuit between the anode and cathode of the red status led. The status led¿s are tested during final test. This would suggest that the short circuit was intermittent in nature and caused as a result of an over application of silver paste during the manufacturing process. The device memory logs indicate the device failed the weekly auto self-test on the 22nd march 2020 due to low battery. The device then remained in fault mode for 4 months prior to being power cycled on the date of complaint on the 6th july 2020, when a further low battery fail was recorded. During this 4 month period, the pad-pak had likely become severely depleted due to the high current drain on the device, caused by a failure chirp alongside a green status led. This had resulted in the device issuing a ¿warning¿ prompt, then immediately powering off without completing the shutdown sequence. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.

Event description:
There was no patient involved in this event. AED not flashing green or red and when they press the on/off button, it just say ¿warning¿ and gets silent.